Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) will not stay in ECG trigger. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The personnel reported that the customer, a rn called to report a cardiosave that will not stay in ECG trigger. The ECG looks perfect on the cardiosave, the ECG markers are on and showing appropriate recognition, and the pump is delivering therapy as expected in pressure trigger. All attempts at maintaining an ECG trigger are unsuccessful. Including changing the leads several times with doppler gel added for conduction. The nurse does not wish to change the therapy currently to another cardiosave. The nurse states he will make that decision after speaking with the cardiologist. The nurse was appreciative of the attempted assistance and understands that having the cardiosave in pressure trigger is not harming the patient in any way.

Event description:
N/a

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit had trigger issue. There was patient involvement but no harm reported.

Manufacturer narrative:
Due to character limitation in e1 for initial reporter, the full initial reporter is (B)(6). Due to character limitation in e1 for event site name, the full event site name is (B)(6). Due to character limitation in e1 for event site email address, the full event site email address is (B)(6). A supplemental report will be submitted upon completion of our investigation.